Event description:
The report stated that the device locked on tissue and failed to open. Tissue was cut in order to remove the device. There was no pt injury.

Manufacturer narrative:
A visual inspection of the incident device revealed tissue in-between the jaws. Tests for resistance, jaw gap, and jaw splay were within the allowed range. The device was tested on simulated tissue for proper activation and knife function with acceptable results. Covidien lp (formerly valley lab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU, which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Additionally, turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the IFU that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position."